Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error occurred and it had been cleared before contacting technical support. The intuitive surgical, inc. (Isi) technical support engineer (tse) found error 23003 pointing to the universal surgical manipulator (usm) 2 axis 4 and explained what the error meaning with the camera arm (p11). The customer acknowledged it. After that, the surgeon who was at the patient side cart (psc) side rotated the 0-degree endoscope to 180 degrees, then the surgeon at the surgeon side console (ssc) stated that the image and the usm movements flipped 180 degrees. The tse explained that it was an expected behavior if the 0-degree endoscope was rotated 180 degrees from the psc side. The issue was resolved by canceling the guided tool change. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. No patient injury.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) technical support engineer (tse) found error 23003 pointing to the universal surgical manipulator (usm) 2 axis 4. The issue was resolved by canceling the guided tool change. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause was guided tool change being activated at that time and cancelling this would resolve the reported issue.